Manufacturer narrative:
Continued: catalog #: 72402105, 72402287. Serial #: (B)(4). Should additional information become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2004, an acticon neosphincter device was implanted. On (B)(6) 2011, the entire device was removed and replaced due to fluid loss - reporter stated that the location of fluid loss was unknown. No patient complications reported.